Manufacturer narrative:
The failure effect in all 33 cases was a blank display. The root cause in all cases was identified as a defective front panel board. After replacing this part as correction, the units were working as required. The identified root-cause documented in ky2help can be confirmed. For the reference case (B)(4), following the correction, no further complaints were received for the device since 2020. There was no indication that the complaints led to death, injury, or serious deterioration of the health of the patient and operator. There was no ventilation. Since the complaints in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue, as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet their specifications at the time of the event, while the ventilator was in operation.

Event description:
Defective lcd display with the top third of the screen working ok and the bottom two thirds have lines across the screen.